Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 210 mg/dl and 94 mg/dl. No adverse event was reported. Return of the suspect device was requested for evaluation.